Event description:
"Impacting the distal part of restoration modular hip 6276-7-018 lot ((B)(4)) the impactors (2 in the instruments set) could not be removed. The impactor handle did not come out, the surgeon had to open a longer stem 195 diam. 18".

Manufacturer narrative:
An event regarding difficulty disassembling a modular distal stem involving a version control stem inserter was reported. The event was not confirmed. Visual inspection noted wear on the male hex feature indicating that the inserter may not have been properly aligned during assembly. Functional inspection with the returned modular distal stem deemed the device as functionally acceptable. Medical evaluation not performed as it is not believed that patient factors contributed to the reported event. A device history review confirmed all devices were manufactured and accepted into finished goods with no reported discrepancies. A complaint history review confirmed no similar events for the reported lot. A visual inspection of the returned modular distal stem noted some cross-threading. There were also some scratches present on several of the faces of the female hex feature. This would indicate that the inserter may not have been properly aligned during assembly which may have led to the difficulty disassembling the devices. A visual inspection of the version control stem inserter further supports this theory as the male hex feature on the device was worn. Despite the evidence of possible misuse, the distal stem inserter was able to be assembled and disassembled to the modular distal stem with ease. The reported failure could not be duplicated.

Manufacturer narrative:
When completed, the investigation results will be submitted in a supplemental report.

Event description:
"Impacting the distal part of restoration modular hip 6276-7-018 lot (caxn925d) the impactors (2 in the instruments set) could not be removed. The impactor handle did not come out, the surgeon had to open a longer stem 195 diam 18".